Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the operation channel leak, the root brace rubber cut, the jet socket cut, the side body cover scratched, the u/d and the r/l pulley wires worn out, the insertion flexible tube (ift) bump, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).